Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump failed rate accuracy test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
D9: date returned to mfg 3/5/2024 one device was returned for evaluation. Visual inspection revealed scratches on the lcd lens and a broken battery compartment. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be an out of specification expulsor. The explore was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.